Event description:
User facility reported a novasure ablation procedure was aborted after not passing cavity integrity assessment (cia). In 2008 after follow up, the physician reported he did a tubal ligation via laparoscope and a dilatation and curettage (d&c) prior to attempting the novasure procedure. After multiple unsuccessful cia tests he did a laparoscopy. A perforation became apparent in the fundus of the uterus and he proceeded to remove "omentum that was covering the perforation and cauterized the area." The pt was kept overnight and discharged home the next day. The physician reported the pt is currently doing "fine".

Manufacturer narrative:
Device history record (DHR) review could not be conducted as a lot number was not provided by the complainant. The device involved in this event was not returned; therefore, an investigation was unable to be performed in our laboratory. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure device. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device if difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36) although designed to detect a perforation of the uterine wall it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.